Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3636 fibertak tip of inserter broke off. All fragments were removed, case completed using another fibertak. Delay in case 2 minutes. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image submitted for evaluation from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.